Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl at the time of incident. The customer states that the insulin pump was under delivering insulin and current blood glucose was 78 mg/dl. The customer was treated with insulin pens. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.